Event description:
Discordant results for creatinine (crea) were obtained on a dimension exl with lm integrated chemistry system for three patients. The initial results were not reported to the physician(s). The customer repeated the samples and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant creatinine results.

Manufacturer narrative:
A siemens global product support specialist (gpss) analyzed the instrument data provided by the customer. Gpss determined that the cause of the discordant creatinine results is unknown and there were no known instrument issues during this time. The instrument is performing within specifications and no further evaluation of the device is required.